Event description:
It was reported that the insulin pump was not functioning properly and was not alarming. It was stated that the customer was experiencing unexplained high blood glucose. It was stated that the device did not recognize the reservoir, and pushed out the insulin from reservoir during the fix prime process while using a third party supplies. The high pressure test was performed twice and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.